Event description:
This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant date corrected - (B)(6) 2013. Placeholder.

Event description:
It is reported that 2 broken distal locking screws required revision explant of retro/antegrade femoral nail, the 2 distal locking screws and 2 proximal locking screws. The date of implant was an unknown date in the spring of 2013. Patient was revised with competitor hardware. There were no complications during the revision procedure. This report is for unknown distal locking screw x 2. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown distal locking screw x 2. Unknown implant date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.